Event description:
Same case as MDR ID: 2134265-2013-07990; 2134265-2013-07993 and 2134265-2013-07996. (B)(4). It was reported that the patient had chest discomfort secondary to distal micro-embolization. In (B)(6) 2011, the subject presented with intermittent chest pressure radiating to back, neck and jaw associated with nausea and diaphoresis. The subject was diagnosed with unstable angina and myocardial infarction. The subject underwent cardiac catheterization which revealed two target lesions. The first target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 100% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The second target lesion was a de novo lesion located in the mid rca extending upto distal rca with 25% stenosis and was 33 mm long with a reference vessel diameter of 3.5 mm. During the index procedure, a 185 cm forte guide wire was passed across the total occlusion in the rca and into the posterior descending artery (pda) distally. Thrombectomy was performed in the proximal and mid rca with an aspiration catheter. Post thrombectomy, 70% residual stenosis with a long tubular area of stenosis was noted in junction of the proximal and middle thirds. Also, a 70% long tubular area of moderate to moderately severe stenosis was noted in distal rca. A 24 x 3.00mm taxus liberté stent was deployed in proximal and upper mid thirds of rca. Also, a 38 x 3.00mm taxus liberté stent was then deployed in the proximal rca extending back to near the junction of the middle and distal thirds proximally. A 20 x 3.5mm m nc quantum apex balloon was used to post dilate the stents with 0% residual stenosis. During intervention, the subject experienced chest discomfort secondary to distal embolization. Of note, post intervention prior to discharge, the subject had recurrent angina post percutaneous coronary intervention (pci). Two days post index procedure, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).